Event description:
It was reported that the cadd pump did not deliver the full prescribed medication and shut off at the end of the infusion despite having batteries installed. When the patient attempted to turn the pump back on, all settings had been reset. The event occurred during an infusion with patient involvement; however, no harm was reported.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.